Manufacturer narrative:
The cause for the discordant white blood cells (wbcs) results is unknown.

Event description:
Customer reported trace results for white blood cells (wbcs) on the instrument but the reference lab results were positive. There was no report of injury as a result of this event.